Manufacturer narrative:
Patient outcome: svc tear. Successfully repaired and pt was transferred to the ICU and later discharged home. Failure analysis: there were no devices returned from this case for failure analysis. There is no indication that the event was caused by a malfunction of the spnc device. The spnc sales representative is attempting to gather a more detailed explanation of the case. Upon obtaining this information, a follow-up will be submitted.

Event description:
Clinical history: pt is a (B)(6), female of an unknown weight who underwent a left-sided lead removal. Procedure: on (B)(6)2008, dr. (B)(6) alerted the spectranetics representative to a case that was performed "within the last few weeks" but was unsure of the exact date of the procedure or many of the details. Dr. (B)(6) described the pt as a (B)(6) female that "experienced an svc tear, was taken to the or and the repair was made; patient survived intact." Dr. (B)(6) began the lead removal procedure with a 12f sls then upsized to a 16f sls. The pt's blood pressure dropped over a 15 minute time period and ultimately a thoractomy was performed. An arterial line was utilized during the case, but fluoroscopy was note. The physician did state he did not feel that the spectranetics laser or laser sheaths had anything to do with the pt's svc tear. Dr. (B)(6) has performed over 400 laser cases.